Event description:
It was later reported that the console was rebooted twice as an intraoperative troubleshooting attempt. During a later servicing, the system notice was resolved by disconnecting the scavenging hose. The console was serviced as appropriate.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 22570 and the patient data files were returned and analyzed. Three patient files were received and recorded on the reported date of the event. Patient file one showed six applications were performed using an afapro28 balloon catheter with lot number 22570-024 and system notice 50022 (mechanical component error) during the ablations at applications two, three, four, five, and six. Patient file two showed one application was performed using an afapro28 balloon catheter with lot number 22570-010 and system notice 50022 during the ablation at application one. Patient file three showed three applications were performed using an afapro28 balloon catheter with lot number 22570-010 and system notice 50022 during the ablation at application three. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. Review of the smart chip data indicated the catheter was used for five applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. In conclusion, the decision to abort the procedure without use of alternate therapy was based upon the medical judgement of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 106e2, (serial: (B)(6)); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, an error message indicating 'obstructed pathways' occurred. The balloon catheter and coaxial umbilical cable were replaced, and then a system notice of a mechanical component error. It was identified that a kinked scavenging hose hindered the circulation of n2o. The procedure was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.